Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the tubing during the loading sequence. Customer's blood glucose was within range. Customer changed the cartridge and infusion set to resolve the issue. Customer resumed pump therapy.